Event description:
The customer stated that she tested her blood glucose using her contour meter and received a reading in the 300's (mg/dl). She then retested using her neighbor's accu-chek meter and received a reading in the 150's (mg/dl). The difference between the readings falls in the "c " zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips and meter are to be returned for evaluation, and replacement products will be sent.